Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information and the device: when was it noted that the clips did not close properly, intra-op or post-op? On what structure was the clip applied? How many clips were placed on the patient side of the structure? What symptoms did patient have that required x-ray? Can we get a copy of the x-ray? Can we get more information regarding the actual clip malformation? What does pta mean? Can you provide the batch number of the device of issue? If the batch number is unknown, can you tell us if the handle of the device was gray or white? What did the surgeon do during reoperation of patient? What it the patient¿s current status? To date, no response has been provided and no device was received. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that doctor used the clip applier in a laparoscopic cholecystectomy procedure and one of the clips did not close properly. It could be seen on the x-ray as well and as result, patient was "rushed to ICU in pta." "The patient experienced a post-op device malfunction as one of the clips did not close and the patient required revision surgery/hardware removal."